Manufacturer narrative:
The medical center discarded all impella pump and introducer product. No benchtop analysis to root cause is possible. Should more clinical information be shared that leads to a definitive root cause, a final report will be filed. The failure mode will be monitored and trended.

Event description:
The medical team had an impella cp support in which there was an access site complication. The patient had a hematoma at the impella site. The hematoma and blood loss were remedied by a 16fr introducer being placed and subsequent surgical repair. The patient had multiple perclose fail, and the patient was on thrombolytics. The perclose failure, impella placement, and thrombolytics all contributed to the patient injury per the medical team.

Manufacturer narrative:
The investigation has concluded. The cause of the access site bleeding was most likely due to the high patient act values. This patient condition allowed for the bleeding to occur. The failure mode will be monitored and trended.